Event description:
Prior to a surgical procedure, the rn setting up the surgeon's head light plugged the cord from the head light into the light source and turned light source on. Approximately 5 mins later, after the pt was draped but no surgery had started the or staff noted an unusual smell. Fire alarm sounded. Burnt smell coming from light source of head lamp. Device removed from or room. No harm to patient. Investigation determined rn who plugged the headlamp into the light source did not remove a small plastic protective cap on the end of the headlight cord before plugging it into light source. The plastic cap did have instruction printed on it "remove this cap before use." ?design issue that cord fit into light source plug with cap on.